Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('frequent infections') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain, chronic pelvic pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain,"), menorrhagia ("heavy menstrual bleeding,") and discomfort ("discomfort"). The patient was treated with surgery (essure removed on (B)(6)2018). Essure was removed on (B)(6)2018. At the time of the report, the pelvic infection, pelvic pain, back pain, abdominal pain, menorrhagia and discomfort had not resolved. The reporter considered abdominal pain, back pain, discomfort, menorrhagia, pelvic infection and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('frequent infections') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain, chronic pelvic pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain,"), menorrhagia ("heavy menstrual bleeding,") and discomfort ("discomfort"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, pelvic pain, back pain, abdominal pain, menorrhagia and discomfort had not resolved. The reporter considered abdominal pain, back pain, discomfort, menorrhagia, pelvic infection and pelvic pain to be related to essure. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received: essure removal done. Essure removal date added, details added in non dug treatment received for event pelvic infection with seriousness intervention required ticked. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.